Event description:
It was reported that on (B)(6) 2023, during a selenia procedure the c-arm kept moving continuously due to the switches sticking. A field engineer examined the equipment and it was found that the switches needed to be replaced. The switches were replaced and the system tested and met the manufacturer´s specifications. No patient or staff injury reported.

Manufacturer narrative:
Di: (B)(4).

Manufacturer narrative:
Devices were returned for investigation : two control inserts were received (1 right and 1 left). A visual inspection of the returned control inserts confirmed the gantry control button on the left control insert was difficult to move. The right control insert did not show any signs of damage. Further inspection on the left control insert showed that the slide/rock mount was broken thus confirming that the cause of the uncommanded motion and sticking left control insert was the broken slide/rock mount. A risk assessment was performed and the probability of occurrence is very low. A CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for 81002166205 showed no other complaints for uncommanded c arm rotation. Additionally, the complaint review identified the failing control inserts were original to the system therefore, the DHR was reviewed. There were three discrepancies noted in the DHR, however none of the discrepancies were related to the control inserts. The c arm control inserts were tested with no failures/issues noted. System product code: sdm-sys-9000-3d serial number: (B)(6) system manufacture date: 2/17/2016 system installation date: 3/18/2016 unique device identified (UDI): (B)(4).